Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings. On investigation, battery compartment cracks were found above and below the grip pad. The pump powered up to the verify screen with auditory and vibratory features. The keypad buttons were all under responsive. Removal of the cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at a couple of places and the keypad buttons had tactile issue with contamination found under the button contacts. This report is made based on the results of investigation completed on 12/02/2015.